Event description:
The ventilator was connected to a sedated pt with the attached settings when the et tube reportedly became clogged with blood. When the staff came in the room they found the ventilator autocycling and no alarms. The ventilator was used in conjunction with abiomed tested the ventilator and was unable to produce the lack of alarm situation, they report all alarms functional. A co rep will evaluate the ventilator at the hosp.

Manufacturer narrative:
The ventilator was evaluated by a co field rep, the reported alarm problem could not be duplicated. The MFR has concluded that the lack of alarm was due to the user setting the lower expired minute volume limit too low (2l/min). The operating maunual describes the proper